Event description:
It was reported that the item broke during a procedure inside the patient's body, but the pieces were retrieved with another grasper without any negative impact on the patient. The technical evaluation concluded that issue (breaking of the jaws) most likely occurred due to wear-and-tear.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The device broke during a case inside of patient. The broken piece was removed by another grasper. An x-ray was not performed. The product has not been returned for evaluation. The event is filed under internal karl storz complaint ID: (B)(4).